Event description:
It was reported that the patient had twiddler's syndrome and twiddled all of the leads out of place. The left ventricular (lv) lead was explanted and replaced. Both the right ventricular (rv) and right atrial (ra) leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. All conductors had blood/body fluid (not obstructed). The distal conductor had blood/body fluid (not obstructed).